Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a latch lock flex sensor that needed to be replaced. The manufacturer representative replaced the latch lock flex sensor and updated the software, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device doesn't recognize the cassette. The event occurred during testing, there was no patient involvement.